Event description:
It was reported to arthrocare that the pt underwent a cervical surgery using an arthrocare perc dlr spnewand on (B)(6), 2008. The pt presented to the emergency room on (B)(6), 2008 because of a purulent infection at the surgical site. The type of infection was not provided by the facility. An x-ray was performed and a metal object was discovered. The pt underwent emergency surgery to remove the fragment on (B)(6), 2008. No further complications were reported as a result of this event.

Manufacturer narrative:
The lot number for this device was not provided, therefore no design history review can be performed. The device will not be returning to the MFR, therefore no analysis can be completed.